Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The man/auto switch for selecting manual ventilation or automatic ventilation was tested numerous times and it worked every time. Additional information states that after the reported issue with a delay in switching from manual ventilation mode to automatic ventilation mode, another attempt was made by the user a few minutes later and it switched to automatic ventilation normally. The reported issue could not be reproduced. The anesthesia system was cleared for clinical use after successful testing. We have, despite numerous requests for the patient saturation level, not received any information about the level. Additional information states that the customer will not communicate any further on this incident. The received logs do not provide any recordings that explains the reported issue with a delay when switching from manual ventilation mode to auto ventilation mode. The true cause of the reported event has not been determined. A correction of fields # d1 brand name, # d4 version or model #, unique identifier (UDI) # and h4 manufacturer date have been done. D1 ¿ brand name - previous brand name: flow-I. Corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 - unique identifier (UDI) # previous unique identifier (UDI) #: missing. Corrected: (UDI) #(B)(4) - manufacturer date- previous manufacturer date: 03/31/2020, corrected date: 03/20/2020.

Event description:
It was reported that during patient treatment, while switching from manual ventilation mode to automatic ventilation mode, the anesthesia system did not switch straight away. The patient's saturation level was decreasing and they switched back to manual ventilation mode again. Final patient outcome was no injury.